Manufacturer narrative:
Unit was received with blank display due to moisture damage on electronics assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to blank display. Unit was received with moisture damage on motor, vibrator motor, and battery tube. Unit was received with cracked keypad overlay at select button, cracked battery tube threads, cracked case at battery tube, fading serial number label, damage keypad overlay texture side, and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the case. The crack was seen on the back of the insulin pump. Customer's blood glucose level was 186 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.